Event description:
It was reported the patient was experiencing cramping in his ribs on the right side while using stimulation. X-rays revealed the patient's lead had migrated. The patient underwent surgical intervention and the physician repositioned the lead. The patient reported effective stimulation coverage post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.